Event description:
Customer reported that her insulin pump is over delivering. Customer stated that the insulin pump is vibrating and beeping non stop. Customer stated that the insulin pump alarmed motor error and button error, she pushed the buttons and the insulin pump stated to deliver 74 units of insulin. Customer stated that she disconnected the insulin pump when 15 units of insulin were delivered. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.